Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that insulin pump had audio beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that audio beep test was failed. The insulin pump will be returned for the analysis.